Event description:
It was reported to ge that a pt received a minor burn during an MRI scan where the surface coil cable touched the pt. There are warnings in the user documentation regarding the routing of surface coil cables.